Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, a slight inward deflection was observed on the right-noncoronary and left-right stent posts. No deflection was noted on the left non-coronary stent post. The overall stent structure showed no distortion. All leaflets were in the closed position, with the left and right cusps prolapsed. This prolapse is likely associated with left right commissure dehiscence. All leaflets were tan and flexible. The right and left cusps were prolapsed due to the left-right commissure dehiscence. No additional damage was observed beyond the dehiscence. The outflow surface of the non-coronary cusp exhibited thick collagen bands, while the inflow surface showed a large intracuspal hematoma, thinly covered by off-white pannus. The left-right commissure was dehisced; sutures attaching the aortic wall appeared intact. The left-non-coronary and right-non-coronary commissures were intact with no visible damage. Tan pannus lined the bias stitching of the right cusp. Remnants of pannus were noted along the sewing ring. An unknown amount of pannus may have been removed during explant. The sewing ring appeared intact, with small holes indicating prior implantation sutures. Remnants of pannus was present along the sewing ring. The serial number on the stent posts was verified as (B)(6). Radiographic images revealed no evidence of calcification on the valve, including the dehisced commissure. Updated data: d.9: device available for evaluation h.2: if follow-up, what type? - device evaluation h.3: device evaluated? - yes h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 years and 5 months post implant of this 25mm mosaic valve, it was explanted and replaced with a competitors valve. The reason for the replacement was reported as regurgitation caused by a torn leaflet. Evidence of calcification at the commissure. No additional adverse patient effects were reported.